Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿device did not alarm at the right times.¿. The unit was triaged and the customer¿s reported condition was confirmed, and service also found there to be no audio. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that during testing, the enteral feeding pump did not alarm at the right times.